Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# va0bmdv, implanted: (B)(6) 2013, product type: lead. Product ID 3888-33, lot# va0bmdv, implanted: (B)(6) 2013, product type: lead. Product ID 3887-56, lot# v796065, implanted: (B)(6) 2013, product type: lead. Product ID 3887-56, lot# v796065, implanted: (B)(6) 2013, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for malignant pain. It was reported that the implantable neurostimulator (ins) started moving gradually between 3-5 months after implant. The patient also reported that they remember someone telling them that the leads may have moved, but the health care professional (hcp) told the patient that the leads had not moved. With clarification, the patient stated that the leads were bunched up and they could feel them. This was said to have occurred gradually about 6-8 months ago in 2015.

Event description:
Additional information received from the manufacturer's representative (rep) reported the doctor told the consumer based on x-rays they suspected a small lead migration, but since the device was dead, they weren't going to do anything about it. There were no plans for replacement. Refer to manufacturer report #3004209178-2016-09313.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.